Event description:
The facility representative reported "will not finish power up" during bio-med testing. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump. The reported condition "will not finish power up" was confirmed. During power up, there was no third beep and then the device shuts off due to a defective sensor board. The sensor board was replaced and the device was returned to the customer.